Manufacturer narrative:
Sample received the MFR, but investigation is incomplete at time of this report. A f/u report will be sent when investigation is completed.

Event description:
The event is reported as: complaint alleges: the infant pt was intubated with a size 2.5 uncuffed et tube. Clinician had difficulty suctioning pt and felt resistance in the tube when trying to suction. The physician made the decision to extubate the pt. According to the physician after exanimating the et tube it appeared to have a inverted ring around the tube at the distal end where the murphy eye is. No pt injury reported. Pt current condition is fine.